Event description:
Customer reported a past low blood glucose (bg) event with a lowest level recorded at 39.6 mg/dl. To address the low blood glucose, the customer consumed carbohydrates, which resolved the issue. The cause of the low bg was unknown. Customer believed the pump was not at fault, and technical support recommended consulting a healthcare professional to discuss factors that may affect blood glucose levels, which the customer understood and acknowledged.